Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The physician, dr. (B)(6), elected to use the lariat device to close the laa. He utilized a different pericardial technique that required access via the right side of the heart. Additionally, the shape of the laa and presentation of the laa was challenging compared to others resulting in several laa capture attempts. The physician mentioned that he manipulated the findrwirz while attempting to capture the laa. As a result, bleeding from the laa occurred due to perforation. However, the bleeding was managed and resolved as the laa was ultimately closed using the lariat device. A successful laa capture was achieved. At this point, it was noticed that a clot was in the pericardium. The physician attempted to evacuate the clot from the pericardium percutaneously, but was unsuccessful. The patient went to surgery to remove the clot. The pt was reported to be doing well.